Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be rendered nor can we determine a definitive clinical root cause of the reported failure. The physicians referenced in the abstract provided an analysis of all the attached images within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant patient-specific documentation be provided, this complaint would be re-assessed. A complaint history review found related failures for the listed product type; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as patient condition and/or reaction. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Zhu, z. D., xiao, c. W., tan, b., tang, x. M., wei, d., yuan, j. B., ... & feng, l. (2021). Tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients. Orthopaedic surgery, 13(1), 244-252. Doi: 10.1111/os.12915.

Event description:
On the literature article named "tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients", it was reported that, after cannulated screws screw had been implanted on 1 patient, after internal fixation surgery assisted with tirobot-surgery robot to treat an unilateral femoral neck fracture with the insertion of three 7.3mm diameter cannulated screws, one patient, who had previously experienced a complete fracture healing, developed avascular necrosis 12 months post-operatively. Further details on how was this adverse event treated are unknown.